Event description:
Customer was hospitalized for dka. Customer experienced high blood glucose levels, dizziness, and chest pains prior to hospitalization. Troubleshooting was not performed on pump. Customer stated that he had high blood glucose levels because insulin was not going to his body due to a leak in his reservoir. Customer stated that he was treating his high blood glucose levels with manual injections, but was unable to bring them down.